Event description:
Boston scientific received information that this right ventricular (rv) lead was dislodged a few months after it was implanted due to product performance issue. This rv lead was explanted and replaced with another lead. Rv lead is no longer in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.